Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented on (B)(6) 2014 with minor trauma in left closed eye caused by walking into a vine the night before. She hit a branch with closed eyelids but patient is worried due to foreign body sensation (fbs). This cause a lash on the inferior lid to applanate the corneal surface causing fbs. No epilation performed and was able to manipulate lash with q-tip back into normal position. Patient complained of dry eye. Bcva from (B)(6) 2014: right eye pre-op 20/20 -3.00 x -.25 x 0, left eye pre-op 20/20 -4.50 x -.25 x 175. Bcva from (B)(6) 2014: right eye post-op 20/20 .25 x .00 x 90, left eye post-op 20/20 .75 x .00 x 90. On (B)(6) 2014, patient returned to center with blepharitis and dry eye complaints. Continue present medications with lid scrubs, blephamide unguent at nighttime in both eyes and artificial tears. Patient complained of redness, irritation and dry eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.